Event description:
It was reported that this pacemaker system exhibited high out-of-range pacing impedances on the right ventricular (rv) lead, measuring 2,014 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. At this time, the system remains in service. No adverse patient effects were reported.